Event description:
The account generated (B)(6) architect anti-hbs results of (B)(6) for one patient. The patient tested non-reactive ((B)(6)) using the roche biomnis method. No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product (architect anti-hbs, list 07c18) that has a similar product distributed in the us (architect ausab, list 01l82). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer complained about the possibility that the (B)(6) architect anti-hbs result for the patient sample could be driven by potential carryover of a high (B)(6) sample into the architect anti-hbs assay. Two highly (B)(6) samples (ad and ay subtypes respectively) (B)(6) were tested with the likely cause reagent lot 7c18-25 lot 10572lf00 followed by a test with the architect hbsag qualitative ii (2g22) assay and further re-tested with the likely architect anti-hbs reagent lot 7c18-25 lot 10572lf00. The result of this test indicated that no carryover occurs from (B)(6) samples from the architect hbsag assay onto the architect anti-hbs as both (B)(6) samples were (B)(6) prior and after the architect hbsag qualitative ii test. Specificity of this reagent lot was evaluated by testing 105 members of an ivdd panel (B)(6) with a calibrated in-house retained kit of architect anti-hbs reagent lot 7c18-25 10572lf00. All 105 panel members returned (B)(6) results as per assay package insert. Quality records for the manufacture and release of this reagent lot show no issues related to the customer's observation. In addition a review of the customer complaint database shows no adverse trend for this list number for this issue and there is no atypical complaint activity for this product lot. Serial dilution (B)(6) testing would be required to identify whether sample specific interferences such as matrix effects could be the cause of the customer's discrepant results. No returns were available to further investigate the presence of potential interferences. All test results obtained indicate that the reagent lot is performing as expected and therefore, it is assumed that the issue observed is sample specific. The complaint investigation has concluded that architect anti-hbs reagent 7c18-25 lot 10572lf00 is performing acceptably. No product deficiency was identified.